Event description:
A malfunction was reported on the pump, with a related event occurring beforehand. The customer's blood glucose level exceeded safe limits with a value displayed as "high," but the specific value was unknown. To address this, the customer administered a corrective injection via multiple daily injections (mdi) without needing third-party assistance. Technical support provided pump reset information and guided the customer in resetting the pump, after which the issue did not recur. The customer was advised to continue using the pump and to contact support again if the malfunction code appeared again.